Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function. It was reported that both leads were implanted in 2008, and that heavy tissue was noticed in the superior vena cava (svc) region upon pre-inspection, prior to the procedure.. Spectranetics lead locking devices (lld's) were inserted into each lead to provide traction for the leads to aid in their removal. Using a spectranetics 12f glidelight laser sheath, they tried to remove the rv lead first but progress stalled in the svc. They achieved more progress using a cook medical evolution device. They then switched to a glidelight 16f laser sheath and reached the tip of the rv lead. The rv lead was successfully removed with use of countertraction and confirmed the patient's blood pressure was normal after the rv lead's removal. It was reported that the ra lead was then successfully removed using a glidelight 14f laser sheath. They then inserted a guide wire through the 14f glidelight outer sheath in order to re-implant a new lead but after 2-3 minutes and after devices were removed, the patient's blood pressure dropped and ventricular tachycardia (vt) occurred. They did not find an effusion on transesophageal echocardiography (tee) but a hemothorax was confirmed. Rescue efforts commenced, including drainage and sternotomy. An injury was discovered in the svc. Repair to the injury was successful, and the patient was transferred to ICU. The physician stated that this issue occurred by traction, and that the blood vessel was torn when tissue was peeled from the vessel. According to the report, the physician did not lase within the svc with the 14f glidelight; however, the device's outer sheath was used in conjunction with the guide wire for re-implantation, and this was the last device to be in the area of injury prior to the patient experiencing hemodynamic changes. Although many devices were in use during the procedure, no hemodynamic changes were noted until the 14f glidelight laser sheath/outer sheath were utilized; therefore this report is being submitted with the 14f glidelight device's outer sheath as suspect. There was no alleged malfunction of any spectranetics devices used in the procedure.